Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metallosis and a possible migrated acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was due to metallosis secondary to metal-on-metal articulation. Operative report further noted patient sustained fracture of greater trochanter during initial surgery, but was fixed at the time of initial surgery. The cable fixing this fracture was removed during the revision with no complication. Additionally, the operative report noted discolored area in greater trochanter region, metallosis, tissue containing debris, osteolysis, pseudotumor, lining of hip joint darkly stained consistent with metallosis, significant scar tissue in the posterior aspect of the hip, and black metal wear debris within the femoral head and trunnion. The modular head was removed and replaced and the acetabular cup was removed and replaced by competitor products. Operative report also notes that the patient is bilateral with metal-on-metal hips and is experiencing pain from both hips. However, no revision has been reported on the right hip

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-09032 / 09033 & 2015-02078).